Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the bed is arching and making a burning smell from either the hi/lo motor or the foot motor going into the junction box.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bar600 bariatric bed of having a control box which produced smoke, sparks, and a flame near capacitors c2 and c3 while the 'foot up" function was pressed on the control pendant. The discoloration of the control pendant, motor, and power connectors was due to being in close proximity of the spark and flame produced by the control box. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the bar600 bariatric bed of having a control box which produced smoke, sparks, and a flame near capacitors c2 and c3 while the 'foot up" function was pressed on the control pendant. The discoloration of the control pendant, motor, and power connectors was due to being in close proximity of the spark and flame produced by the control box. The provider states the bed is arching and making a burning smell from either the hi/lo motor or the foot motor going into the junction box.